Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported the impella cp sensor was damaged by the surgeon leading to the pump being explanted. A new impella cp was placed to provide support for the patient of unknown age and gender. There was no reported patient harm.

Manufacturer narrative:
The investigation for the reported optical issue has been completed. The device was not returned for evaluation. Data logs were reviewed and all waveforms were within normal range. Although the site reported abnormal ps waveforms, there was no cause found for the optical signal since the device functioned/operated to specification.